Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the implantable cardiac recorder captured sixteen asystole episodes all on the same day around the same time of day and soon after implant. The device remains use and the patient will be monitored. No patient complications have been reported as a result of this event.